Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The (B)(6) 2008, 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).

Event description:
Note: the date of the event is unk. It was reported to boston scientific corp on (B)(6) 2008, that an autotome rx sphincterotome device was used. According to the complainant, the physician noticed that "the tome was incorrectly orientated before insertion of the scope but decided to try with the device anyway. Once the tome exited the scope inside the pt it orientated to 11 o'clock position not 1 o'clock position." The procedure was successfully completed with a second autotome rx sphincterotome device. There were no pt complications or adverse effects as a result of the reported event.